Event description:
It was reported that the distal tip of the recanalization catheter allegedly became lodged in the lesion during retraction. It was further reported that surgical intervention was performed to remove the catheter from the patient. Reportedly, the detached tip remained in the patient.

Event description:
It was reported that the distal tip of the recanalization catheter allegedly became lodged in the lesion during retraction. It was further reported that surgical intervention was performed to remove the catheter from the patient. Reportedly, the detached tip remained in the patient.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one detached crosser corewire within an outer catheter was returned for review. Visual evaluation of the sample revealed a two detachment sites on the same returned corewire. The transducer handle was not returned and the distal tip was not present. Therefore, the investigation is inconclusive for retraction problem. The investigation is confirmed for detachment of device or device component. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date 08/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.